Manufacturer narrative:
Exact event date is unknown, however event occurred in (B)(6) 2020. The device has not been returned for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an orthopedic procedure with a reprocessed drill bit twist quick connect and the 2.0 mm drill bit broke at approximately 1.7 mm during surgery. The broken piece was retrieved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.